Event description:
The manufacturer received information alleging a ventilator had a temperature error. There was no harm or injury reported. A field service engineer was dispatched by the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.